Event description:
On march 25 2025, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that the observed discrepancies could be attributed to lag between sg and bg inherent to the sensing technology. Customer care recommended that the user re-link their sensor as a proactive troubleshooting measure to clear the calibration buffer and address a potential calibration misalignment. Post re-link, calibrations entered fit sg trends well, with an occasional difference due to lag. The user was advised to continue using the system and to calibrate when requested. Per dms review, the user was using the system with up to date information.